Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 4 devices had damaged components; 2 devices had worn components; 1 device had a missing component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the brakes were difficult or unable to engage. No patients were involved.